Event description:
It was reported that after the patient was implanted on (B)(6) 2019, the patient experienced bowel ischemia which required an exploratory laparotomy and small bowel resection with short gut. The patient was total parenteral nutrition (tpn) dependent. The patient had acute kidney injury on chronic kidney disease as well as end-stage renal disease on hemodialysis. Recurrent episodes of methicillin-resistant staphylococcus aureus (mrsa) bacteremia with sternal osteomyelitis. Two out of two samples tested positive for e.coli bacteremia with acute cholecystitis on (B)(6) 2020 post biliary drain procedure. Debridements and a pectoral flap was performed on (B)(6) 2020. The patient was put on suppressive IV vanomycin. In (B)(6) 2020 the patient was still experiencing e.coli sternal osteomyelitis infection and was prescribed ceftazidime through (B)(6) 2020. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is rev. C. This document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including renal dysfunction and infection. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The heartmate 3 lvas patient handbook (rev. C) is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07aug2019. No further information was provided. The manufacturer is closing the file on this event.